Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - consistently showing that the PICC is coursing up the neck but then elevated p waves and negative deflection are achieved. Stylet is retracted and recalibrated, then re-advanced slowly. Still not showing correct location.